Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, this product is not marketed in the us. Work order search: one similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -10.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, the vault is still low. The patient understands the situation.

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, this product is not marketed in the us. Work order search: one similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -10.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, the vault is still low. The patient understands the situation.

Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).